Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 43 mg/dl. Troubleshooting was performed and found that difference between sensor glucose vs blood glucose value. The customer has treated the low blood glucose event with food. Sensor glucose value was 81 mg/dl. The event involved product(s) mmt-7040a. The sensor was worn for fewer than 4 days. Sensor was securely taped. Customer was advised to monitor and change sensor if issue persists. Assisted updating the smartguard target to 120 mg/dl discussed how the smartguard target works he said the doctor did some changes with his basal settings discussed that if he is on smartguard, it doesn't use the manual basal settings on the pump. It was found that the customer was using the pump within 48 hours of the reported event and the auto-mode feature was active. No further patient complications were reported. It is unknown whether the customer will continue or discontinue to use the device and the insulin pump will not be returned for failure analysis. No product return is expected for mmt-7040a.